Event description:
This was an spontaneous report from a (B)(6), female, consumer, reporting on herself. The consumer reported using one pad of bengay moist heat therapy (no active ingredient) 7 to 8 hours beginning on (B)(6) 2009 for pain in shoulder. On (B)(6) 2009, consumer reported a chemical burn on her shoulder. She also mentioned that when she removed the product from application site, it took her skin off and had bleeding. As treatment, consumer used antibiotic ointment and a band aid. Product was discontinued on (B)(6) 2009 and the outcome of the events was reported as not resolved. This case is serious (medically significant).

Manufacturer narrative:
The product was not returned for failure analysis/ laboratory testing. It cannot be ruled out that the product may have possibly caused the event.